Manufacturer narrative:
A sample has been received at manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened knife sample with a foam protector in a zip top bag was received for the report of the knife was unable to cut. The sample was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. Even though no lot number was identified with this complaint, our products are processed and released according to the product¿s acceptance criteria. The returned sample was found to be visually and functionally conforming therefore, a dull blade of knife as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. No action was taken as the knife was manufactured to specifications. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. No lot number information has been received for this reported event. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a knife was unable to cut when it was used on a patient during surgery. An alternate knife was obtained in order to perform the procedure. There was no harm to the patient.